Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The reported sample ID was tested twice on alinity m system. The first result was tested on serial number (sn) (B)(6)and the second result was tested on sn (B)(6). Both test replicates resulted positive. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. The customer stated that they used a different facility that utilized a different methodology for retesting. The review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-095) lot 530985 was performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. The assay is performing as expected with correct interpretations. Furthermore, alternate testing platforms have different limit of detection (lod). A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 530958 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 530958 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 530958 or component lot 5309581. Complaint history review: the complaint history review was performed to identify complaint tickets related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 530958. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency was not identified by this review..

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported a patient called to report a false positive result on the alinity m sars-cov-2 assay. The patient received a positive result (sample ID [sid] (B)(6)) on (B)(6) 2022. The patient retested on (B)(6) 2022 at a different facility using a different methodology, and the result was negative. The initial test on alinity m instrument (serial number (B)(4)) gave a (B)(6). The sample was retested on a second alinity m instrument (B)(4) and gave a result of 40.25. Both results were considered false positive results. There was no report of patient impact. The second instance of false positive on the second alinity m instrument was submitted on MDR 3005248192-2022-00900.